Manufacturer narrative:
PMA 130009 (sapien xt) or 140031 (sapien 3) valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, the cause for the valve in valve could not be determined with the available information. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), per the article "omission of predilatation in balloon-expandable transcatheter aortic valve implantation: retrospective analysis in a large volume center", between january 2011 and august 2016, 680 patients with native aortic valve stenosis were scheduled for tavr with a sapien xt or sapien 3 valve. Necessity of valve in valve implantation occurred in 11 cases. Reference: hamm k, reents w, zacher m, halbfass p, kerber s, diegeler a, schieffer b, barth s. Omission of predilatation in balloon-expandable transcatheter aortic valve implantation: retrospective analysis in a large volume center. Eurointervension 2017; jaa-117 2017, doi:10.4244/eij-d-17-00011.